Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The user is no longer within the indication criteria for the device. The user has been re-implanted with a cochlea implant.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or damage, which is expected to have been present whilst implanted. This finding is in line with the reported functional device whilst implanted. The recipient's hearing deteriorated postoperatively, however this was not caused by the device. As mentioned in the recipient report, the recipient had no benefit using the device and has been re-implanted with a cochlear implant. Additionally, a weak coupling of the floating mass transducer was observed during explantation. However, the main reason for the re-implantation was the user being out of criteria. This is a final report.

Event description:
The user is no longer within the indication criteria for the device. The user has been re-implanted with a cochlea implant. As per additional information, the surgeon reported that the coupling of the floating mass transducer was weak. However, the main reason for the re-implantation was the user being out of criteria.